Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of t-waves. A copy of the device¿s memory was preserved for analysis. Boston scientific technical services (ts) noted evidence of noise and st segment elevation. The device was reprogrammed and remains in service. No adverse patient effects were reported.